Manufacturer narrative:
The customer reported getting an inaccurate reading using a foley temperature probe. The customer stated that it was noted that the probe was broken prior to attempting to use it. In 2008, the customer stated that they had the probe, but they could not send it in for evaluation. No further evaluation was possible. No information was provided supporting any connection between the sensor and the patient death. We consider the issue to be the result of user error in using a damage probe and not the result of a malfunction.

Event description:
The customer reported getting an inaccurate reading using a foley temperature probe. The customer stated that it was noted that the probe was broken prior to their attempting to use it.